Event description:
It is alleged a (B)(6) user was driving a 4 year 9 month old scooter. User stated scooter was not working properly prior to the incident. User did not stop using unit until it was fixed and did not contact dealer to get unit repaired as manual requires. Dealer provided pictures of unit. Pictures show homemade handle bar grips that could interfere with the operation of unit throttle. Grips could cause or contribute to the incident. Using unauthorized parts is prohibited by manual. User stated she was driving in a hallway when an improperly installed pet gate fell against her lower leg. User claims she released the throttle to move gate and scooter surged forward. User received a 6 inch plus cut on the side of her leg. After incident user drove the scooter out of the house and to the curb. User was taken to the hospital. User states she received approximately 35 stitches. User has not provided documentation of injury. Unit was later cleaned by unknown methods. Unit has been damaged after the incident. Dealer states scooter is no longer working. User has serious previous skin issues not related to this incident. Unit is contaminated with (B)(6). We are attempting to get unit back. Because of after-incident damage to unit, we believe evaluation will not provide conclusive insight concerning incident. A unique one-time incident.

Manufacturer narrative:
We have a picture of the device.